Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05994. It was reported ((B)(6)) the patient experienced ineffective stimulation. Xrays revealed one of the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2018, where in the leads were pulled off and cut partially. Part of leads were left insitu. New leads were implanted to resolve the issue. Ipg was also replaced electively during the surgery. Device information is unknown at this time. The devices were implanted in 2014 (exact date unknown).

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 . Reference MFR. Report# 1627487-2018-05994. Additional information received identified the patient has effective pain relief.